Manufacturer narrative:
Stryker field service technician evaluated the customer's device and verified the reported issue. Stryker determined the battery pins being pushed in were the cause of the reported issue. Stryker replaced the device's rear case to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that they were unable to insert batteries into their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.